Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multi organ failure on (B)(6) 2022. The device was not explanted and would not be returned for evaluation. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists various types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.